Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. Visual inspection observed no issues. Functional evaluation revealed the unit presents an f4 fault and alarm tone on power up. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with an electrical component failure. Factors that could have contributed to the failure include a power surge in the controller or failure of an internal component. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference case (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the quantum 2 controller had an f4 error. The procedure was completed with a competitor device. There was a delay greater than 30 minutes and no further complications were reported.